Event description:
Procedure type: wedge resection. According to the reporter: the instrument cannot be opened after firing. Loading unit does not block after firing and can be fired again. A new instrument was used underneath the defect loading unit.

Manufacturer narrative:
(B)(4).